Event description:
It was reported a patient underwent a knee arthroplasty. An unknown event occurred two months post procedure. Six weeks post event, the patient presented with bending stiffness. Manipulation under anesthesia performed to obtain a flexion greater than 110. A 2nd maneuver is carried out in order to ensure good mobility of the knee. X-rays are taken to check the absence of repercussions on the extensor apparatus.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-other-bearings-unk. MDR: 0001822565-2022-01159. Kne-other-tibialtrays-unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g1, g2, g3, g6, h1, h2, h3, h6, h10   h6-component code- suggested code: mechanical (g04) - femur it was reported a patient underwent a knee arthroplasty and approximately two months later, an unknown event occurred. Approximately six weeks after the event occurred, the patient underwent a manipulation under anesthesia due to stiffness and limited flexion. There are no allegations of device failure or surgical complications. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.